Event description:
While preparing set-up for cadaveric renal transplant, noted six cherry sponges. The regulation item should contain only five cherry sponges. The irregular item was immediately removed from the sterile field. All other items from the same pack were inspected for correctness. The information sheet from the pack was placed in a bag with the irregular cherry sponge packet.